Manufacturer narrative:
The axium coil has not been returned for evaluation as it was discarded by the customer; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use the coil in the patient, when they opened the packaging the coil was found already detached. The device was not used in the procedure.